Event description:
The customer contacted baxter's technical service center report feeling overfilled on a homechoice (hc) device during dwell 1, patient connected. The home patient (hp) stated he had a low drain volume (ldv) alarm during the initial drain, and had bypassed to fill 1. The initial drain volume was 231 ml. The baxter technical service representative (tsr) assisted the hp to perform a manual drain of 5263 ml. The hp stated the manual drain relieved the symptoms. The hp's largest prescribed fill volume (lpfv) is 2500 ml, and his weight is (B)(6). (Drain - lpfv) / lpfv = (5265 ml-2500 ml)/2500 ml = 1.106 which meets criteria for increased intra-peritoneal volume (iipv). The tsr initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Homechoice was returned for device evaluation for the reported issue of iipv. The reported issue was not confirmed in the event history log review or the sample evaluation. The device logs for the reported date have been overwritten. The assignable cause was undetermined. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. If additional relevant information is received, a follow-up will be submitted.